Event description:
Reportedly, during the follow up on (B)(6) 2012, no (B)(4) memory data was available. The user expected display of data over the last 6 months; however, data was restricted to (B)(6) 2012 (to the date of the follow up). The device was interrogated a second time, but same results were obtained.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.